Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump alarmed no delivery. The blood glucose reading was 8.9mmol/l. Troubleshooting was performed. Reviewed the alarm history and found motor error alarms. It was stated that the alarm occurred while he was flushing out the insulin from the reservoir. It was stated that the drive support cap was flush. The device was not exposed to a high magnetic field. The displacement test was performed and passed. No further information was provided.